Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent a non-related surgical procedure on (B)(6) 2020, and later the patient's ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. Surgical intervention may occur at a later date to address the issue.

Manufacturer narrative:
This suggests the root cause of the issue is the device being exposed to an electrosurgery device during that unrelated surgery. There is guidance noted in the clinicians manual concerning handling of the device: electro surgery devices should not be used in close proximity to an implanted neuro stimulation system". As a result of this finding, actions have been taken to prevent reoccurrence.

Event description:
Additional information received indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.